Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿when hanging IV medication rn and ne noticed that the screw on the channel pump was not in correct position." The customer later added that their biomed that had reviewed the device said, "the pivot screw latch is perfect." Although requested further information was not provided. There was patient involvement but the information on patient impact is unknown.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.